Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolufx-2329; product serial/lot number: (unknown); product type: (0195 - heart valves); implant date: no t-implantable; explant date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 2 days following the implant of a transcatheter aortic valve, the patient had a pulmonary embolism and was transferred to the intensive care unit (ICU). Ultimately, the patient died.

Event description:
Additional information was received that one week prior to the valve implant procedure, the patient was admitted to the hospital for congestive heart failure (chf). It was reported that the pulmonary embolism was suspected but not confirmed. Per the physician, the cause of death was due to the suspected pulmonary embolism, and the patient's underlying medical history possibly contributed to the death; however, the valve and delivery catheter system (dcs) can be excluded as contributing causes to the death.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.